Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H10 additional narrative: the actual device was returned for evaluation. Quality engineering evaluated the attachment device, and the reported condition that the device was getting hot, too hot for the surgeon to use was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that the labeling of the device was fading, and the lock / release sleeve could not be turned. This failure led to the condition that the rest of the test steps could not be performed because it was not possible to lock the cutter into the device. When the device was disassembled foreign substances were found under the lock / release sleeve and a broken o-ring could be detected. It was determined that these components led to the failure of the stuck lock / release sleeve. It was further determined that the device failed pretest for labeling assessment and cutter engagement assessment. The assignable root cause of these conditions was determined to be traced to component failure due to normal wear.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D10: concomitant med products: handpiece device. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
It was reported from sweden that during an unspecified surgical procedure of the spine it was observed that the attachment device was getting hot when being used with the handpiece device. It was reported that the device was too hot to use for the surgeon. It was reported that there was a 3-minute delay in the procedure due to the event. It was reported that the procedure was successfully completed. It was not reported if there was spare device available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in (B)(6) 2023. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.